Event description:
It was reported that after a stenting treatment procedure, a pt death occurred. The lesion was located in the inferior vena cava (ivc). A wallstent uni plus 22x70mm was implanted. The pt died hours after the procedure. The physician reported that the death was not thought to be related to the device. The cause of death was determined to be pleural effusion. There were no reported product issues. Further information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.